Event description:
As it was reported by the affiliate via email: the doctor introduced the cypher stent into the right coronary artery and when it was placed in the lesion, the nurse started to inject the solution to inflate the balloon, but she noticed that the solution was coming out through a tear in the hub. When the product was removed from the pt, there were no other defects in the product noted. There was no difficulty removing the product from the packaging or prepping.

Manufacturer narrative:
The product is available but has not been received as of the initial report. Additional info will be submitted within 30 days of receipt.